Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced hemolysis during impella cp support. The impella was turned down from p9 to p8. The patient¿s hemoglobin blood test indicated a jump from 6.1 to 60.5. Labs were monitored. No further information was provided.

Manufacturer narrative:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced hemolysis during impella cp support. The impella was turned down from p9 to p8. The patient¿s hemoglobin blood test indicated a jump from 6.1 to 60.5. Labs were monitored. No further information was provided.

Manufacturer narrative:
Section b3 was inadvertently reported incorrectly in the initial report which is corrected in this report. Section e was inadvertently left blank which is updated in this report. Product complaint # (B)(4). Investigation summary: mechanical interaction with blood: no product was returned. Data logs were returned. Log review showed no mc spike, suction alarms or other position issue. No placement signal trend observed. The cause of hemolysis(mechanical interaction with blood) was not determined due to no product return, inconclusive log evidence and insufficient clinical information. Device history lot: device lot : 1971362. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.